Event description:
Account reports that this was a second incidence of hole in circuit. The first sample was not saved. Shipping box and stock were checked and no other holes in circuits or boxes. Appears to be melted.